Event description:
It was reported some bedside monitors are not connected and does not populate opn the central monitor. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The remote service engineer (rse) talked to the customer who confirmed beds are dropping off the central station. The customer biomed explained that he rebooted the ci master which cleared up some of the issues but some beds are still not online. The customer stated further that a field service engineer (fse) was onsite the day before and did quarterly patching. The rse advised the customer to perform again a restart which solved the reported issue. All areas were checked and all patients are now being monitored correctly. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was operational after the reboot. The device remains at customer site. It has been concluded that no further action is required at this time.